Event description:
It was reported by the customer, PICC inserted 15/7 and removed 1/8. 41 cm long and 2 cm at insertion site. They have done two cts with contrast, one of them the day before it was taken out. It was "stop" in the catheter and they decide to remove it. When they pulled it out, they can see a kinking at 30cm. The patient was reported to be ok and got a new PICC line. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer, PICC inserted 15/7 and removed 1/8. 41 cm long and 2 cm at insertion site. They have done two cts with contrast, one of them the day before it was taken out. It was "stop" in the catheter and they decide to remove it. When they pulled it out they can see a kinking at 30cm. The patient was reported to be ok and got a new PICC line. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length 41cm, inserted to brachial vein, exit marking 2cm, secured with statlock. PICC used for oncology treatment ;immunotherapies (car-t cells, monoclonal antibodies) cyklofosfamid, oncovin, doxorubicin, rituximab. There was an occlusion with this PICC, during the care and maintenance at the health center, it almost came to a standstill. Then go to the hospital where actilys treatment is given. Will make no difference. Then pull the piccline and then see a kink of 30cm. PICC was used 15 days. No xray images available for this incident. Catheter site cleaned with chlorhexidine 5mg/ml 250ml bottle additional comments: have bin training with the piccline.